Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy, the staples in the device did not form a "b" shape. They were uniformed. The physician checked for bleeding. There was no patient consequence.